Manufacturer narrative:
Investigation of returned suspect emitter confirmed the reported problem. Emitter and axiem box reported a communication error when the field generator was connected to the axiem box. Eminterface shows a fault on coil 8. Engineering analysis performed coil continuity check and confirmed open coil: coil 8 is open. The reported issue was confirmed to be caused by an electrical fault of the emitter. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
Onsite investigation was preformed and it was discovered that the emitter caused the reported event. Replacement of the emitter resolved the issue. No further issues were reported. Replaced emitter was not returned to manufacturer for analysis, therefore, no findings are possible. A full system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that, while in a functional endoscopic sinus surgery (fess), the axiem and emitter showed communication error, and no sound came out from the emitter. They rebooted twice with no resolution. Eminterface stated 1 flt. The surgery was cancelled and rescheduled. There was no impact on patient outcome.